Event description:
Boston scientific received information that this patient implanted with this pulse generator (pg), right ventricular (rv), and right atrial (ra) lead presented with sepsis. The whole system was explanted.

Manufacturer narrative:
Should additional information become available this event will be updated.